Event description:
It was reported that patient received a letter from the clinic stating potential problem with the device battery. Patient is in permanent atrial fibrillation (af) and felt some stimulation from the device. Boston scientific technical services (ts) discussed that an updated software was released to help device keep better track of battery health. Also, ts discussed what patient might felt when device had a problem. Ts suggested patient to be checked. This device remains in service. No adverse patient effects were reported.